Event description:
It was reported that during a laparoscopic low anterior resection, at first, the rectum was cut with echelon device and double stapling technique was performed. Next, the adjusting knob was rotated as much as possible and the device was fired. The cutting sound of the washer was not heard. Another doctor fired the device. However, the firing handle could not be grasped completely and the washer was not cut. It was confirmed that both the anus side and the other side of the tissue were not cut. The one-third of the staples were deployed, but the staples were unformed. Additional resection was performed to the anus side and the other side of the tissue and the place was anastomosed again. When the sales rep checked the video, it was found that a part of the tissue, which was cut with the echelon device, was caught in the device and therefore the tissue of the firing part became thicker than usual. Also the trace that a knife was touched the washer was able to confirm. However, the tissue was not cut with the knife at all. It was confirmed when the additionally resected sample was checked. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.